Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "sub centimeter breast cyst tissue". Later, healthcare professional reported, capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ cyst-ndr: not applicable as the event is non device related. Additional observations: ¿ crease fold is observed. ¿ wear abrasion is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "sub centimeter breast cyst tissue" which is not device related. Later, healthcare professional reported, capsular contracture baker grade IV. The device has been explanted.